Event description:
Additional information was received indicating reprogramming has been performed. Additional reprogramming was advised but has not yet been performed. The patient was stable.

Event description:
During an in clinic follow, it was noted the patient received inappropriate therapy from the device. It was suspected the inappropriate therapy was due to the programmed settings of the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time, the patient was stable and will continue being monitored.